Manufacturer narrative:
The complaint device was received and evaluated. Upon receipt, the device was given a through visual and functional examination. The 1st faze of the examination was visual. This visual is done as a matter of course to discern if the device has any obvious physical damage, something that may or could have been a factor in contributing to the reported event; it is noted that the device was received in good physical condition. The 2nd portion of the examination was the functional testing. This portion of the exam is performed to assess the device's operational status; the performance and functional testing revealed that the device had some internal damage and some performance/component anomalies that possibly can be attributed to user handling/maintenance issues. These anomalies may or may not have been contributory to the adverse event; we cannot tell. Outside of these considerations, we cannot discern a root or underlying cause for the reported issue. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that during a procedure there were some operational issues with a mitek fms tornado shaver handpiece that caused the procedure to be extended for more than 30 minutes without any patient consequence. It appears that whenever the surgeon was using the shaver upside down (rotated 190 degrees), it would stop working. This happened enough times that the surgeon switched out the shaver for another and completed the repair without further issue or harm to the patient. It is the greater than 30 minute addition to the procedure which causes us to file a report.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.